Event description:
Customer reports via phone that guidewire tore during case. Gw was torn during removal and retrieved superficially without complications. No patient injury. Procedure proceeded without further event and routine angio protocol care provided. No further information available from customer. Search of this lot number reveals no similar description. On (B)(4) 2007: received follow up call from customer stating that no part of the wire was left in the patient. All the parts of the wire were accounted for by the physician and staff. No injury to patient and they were able to complete procedure.

Manufacturer narrative:
(B)(4): investigation summary pending device return from customer. MDR follow up will be submitted once device is returned and investigation completed.